Manufacturer narrative:
(B)(4). Pump received with stripped battery cap coin slot (p), cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the o ring was broken and also had crack in reservoir. Blood glucose level was 221 mg/dl. The customer reported that reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.